Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other supera device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the original procedure was to treat a lesion located in the left groin that was 30% stenosed. The patient had two supera stents implanted on (B)(6) 2017 in the superficial and femoral arteries. Both stents occluded two months' post implant; 45 days post-procedure, when patient began experiencing symptoms including lameness, pain in the calves and cold feet. The strongest symptoms of pain were in the month of (B)(6), 90 days after the surgery. In (B)(6), a doppler test was performed because of the pain. The physician requested an x-ray to see stent implantation and also analyzed the doppler test to confirm stent obstruction. He requested blood exams from a hematologist, which were performed and did not present changes in the blood that could compromise health. In september, the treatment was acetylsalicylic acid and cebralat 100 mg. The second time the patient returned to the hospital, the treatment was to keep taking acetylsalicylic acid and start using clopin 75 mg. The patient is taking the medicines but still having strong pain in the legs and difficulty walking. No additional information was provided.

Manufacturer narrative:
(B)(4). The part and lot number were originally unknown but are now known se-06-100-120-6f lot number 6030161. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion and pain are listed in the instructions for use for supera peripheral stent systems, as known patient effects of the stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, part and lot number has been added as se-06-100-120-6f lot number 6030161.